Event description:
Boston scientific rec'd info that this right ventricular (rv) lead exhibited high threshold measurements and loss of capture (loc) approx one month post implant. Additionally, the lead exhibited high pacing threshold measurements resulting in 800 ohms, which, were observed to fluctuate downward during lead testing. Pacing impedance measurements at implant were noted to be 110 ohms. A revision procedure was performed. The lead was successfully explanted and replaced with another rv lead. No adverse pt effects were reported.